Event description:
Emergency dept staff connected the device to the pt and initiated pacing therapy. The device was operating on battery power. Reportedly, after approx 10 mins, device power shut off.